Event description:
Upon follow up, bandage contact lenses has been removed. Epithelium has now healed and all reported issues have resolved.

Manufacturer narrative:
Additional information: a review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
An optometrist reported epithelium was not healed in a patient's left eye 4 days after photo refractive keratectomy (prk). Patient reported blurry vision. Bandage contact lens was left on the eye. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: 2015-34531